Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level 520 mg/dl. Reportedly the customer had blurred vision due to elevated bg and required assistance from a family member to change the pump supplies and administer a manual insulin injection.